Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
An email was received with regards to a 8" add-on set, bag spike w/clave® additive port, chemolock¿ port, dry spike adapter, alleging a leak during use. It was reported that 1 registered nurse (rn) had direct exposure to >50ml of etoposide chemo (a volatile chemo with potential for aerosolization). The spill happened as the nurse went to connect the tubing to the patient. The intravenous (IV) spike fell out of the dry spike adapter due to the pharmacy tech not fully twisting the spike into the dry spike. Notable barrier: multiple shoulder/wrist repetitive use injuries occurring in the pharmacy due to the force with which one has to use to insert the spike into the dry spike adapter. There was patient involvement and direct exposure to etoposide chemotherapy.